Event description:
Facility staff called to say they have a sabina ii ee lift that they feel has a broken weld on the mast/arm. No injury alleged.

Manufacturer narrative:
Replacement mast was sent to the facility. Facility confirmed the lift is now working as designed and back in operation.